Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter and an irrigation issue (device used in patient) was observed. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 18-nov-2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device failed the test due to being occluded with salt residues material inside the handle area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion issue reported by the customer was confirmed. The potential cause for the occlusion could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter and an irrigation issue (device used in patient) was observed. Irrigation inadequate. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 31-aug-2025. The suspected device for the flow/irrigation issue was the catheter. The device was used on the patient. No error on the irrigation pump. There was a problem in the water flow of the catheter and the water flow was not smooth. Steps taken to resolve the irrigation issue was to increase pressure and replaced straps. The correct catheter settings selected were on the generator. This irrigation issue was originally considered non-reportable, however, bwi became aware on 31-aug-2025 that the device was used in the patient and have reassessed the event as reportable. The awareness date for this record is 31-aug-2025.